Event description:
The complainant reported that a patient designated as a high-risk surgical case was implanted with an impella rp flex for mechanical circulatory support. During the support period, an alarm indicating an unreliable placement signal was triggered, and the patient subsequently developed a fever. It was noted that the placement signal not reliable alarm was activated, leading to the audio being silenced. Furthermore, the patient's fever occurred during the period of support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.